Manufacturer narrative:
Device evaluation: the 1 x evo-10-11-6-b device of lot number c1127358 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to a pmcf study ¿mdr202¿ to capture ¿non permeability of prosthesis¿. 'Non-permeability' was deemed related to stent obstruction/occlusion as per medical advisor's input. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: as per the IFU (ifu0056), stent occlusion and death are known potential adverse events associated with ercp: ¿additional adverse events that can occur in conjunction with biliary stent placement include, but are not limited to: allergic reaction to nickel, bile duct ulceration, death (other than due to normal disease progression), fever, inflammation, ingrowth due to tumour or excessive hyperplastic tissue, nausea, obstruction of the pancreatic duct, pain/discomfort, perforation, recurrent obstructive jaundice, stent migration, stent misplacement, stent occlusion, trauma to the biliary tract or duodenum, tumour overgrowth, vomiting¿ there is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to a procedural adverse event. As per the IFU (ifu0056), stent occlusion and death (other than due to normal disease progression), is a known adverse event associated with ercp. According to the study, the patients cause of death was unknown however, as per the relationship assessment in the casebook (page 28 & 29), the occlusion was unrelated to the stent, nor did the occlusion lead to the patients death. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Summary of investigation: as per the pmcf study casebook, there was one case of ¿non permeability of prosthesis¿ evo-10-11-6-b recorded 16 days post-stent placement requiring endoscopic placement of a 3rd plastic biliary stent. Confirmed quantity of 1 used device. The investigation and root cause concluded that the occlusion was possibly caused by a procedural adverse event as it is indicated in the IFU as being a known potential adverse event associated with ercp. The cause of death of the patient was ruled as unknown with the stent being deemed unrelated to both the occlusion and death. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplementary report is being submitted due to the completion of the investigation on 12-jul-2023.

Event description:
(B)(4). On (B)(6) 2015, 16 days post procedure -non permeability of prothesis managed by endoscopic treatment. Placement of a 3rd plastic biliary prosthesis allowing to make the junction between 2 prostheses between 2 prostheses whose angulation did not make them permeable. Patient outcome: endoscopic treatment status: resolved, treatment: endoscopic; placement of a 3rd plastic biliary prosthesis between 2 stents, to make them permeable, death: yes. Date of death - (B)(6) 2016 - unknown cause of death.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.